Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-09621 and 2134265-2017-09475. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled to view the target lesion. During the procedure, when ivus ( intravascular ultrasound) was performed, it was noted that resistance was felt and it was unable to perform automatic pullback successfully. The procedure was completed with another with the same device. No patient complications were reported.